Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a loose connection was reported which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The patient stated that one of the solution bags was not connected tightly to the line and the line became disconnected from the bag. The technical service representative (tsr) instructed to cycle the power to clear the alarm and reviewed proper procedure with the patient. The tsr instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.